Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the patient stated she was having numbness in her lower lip and chin. Tooth #30. The implant was removed. Symptoms as a result of the event: pain.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to 0001038806-2023-01924 . Further investigation and follow up with the customer have confirmed that 0001038806-2023-01924 is a duplicate of 0001038806-2023-01713 . Therefore, this event no longer meets reportability requirements. No further medwatch report will be submitted for this event.